Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in a non tortuous and non calcified mid right coronary artery. The physician attempted to direct stent with a 2.5x12mm taxus liberte' drug eluting stent. During insertion through the guide catheter, the physician felt resistance advancing the stent and decided to withdraw it. Once outside the patient, the physician realized that the stent had dislodged from the delivery device. The stent was located in the guide catheter and the stent was able to be removed. The procedure was completed with another taxus liberte' stent. No patient complications occurred. Patient status is satisfactory.